Event description:
It was reported the pt wanted the device removed due to the battery being dead. The device and lead were reported to be a "discomfort now." It was also reported the pt had surgery twice to get the leads repositioned, which had helped. No dates were provided. The final outcome was not reported.